Manufacturer narrative:
The pump alarmed unexpected restart after a battery change and reset the time/date to factory default due to a voltage leak at the interface board. The pump received with all operating currents within specification and passed the rewind, self-test, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected external ram crc alarm noted during testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off everytime the battery was change. Insulin pump received an unexpected restart alarm. Alarm history showed excessive external ram crc error alarms and unexpected restart alarms. Customer's blood glucose was unknown. Insulin pump would need to be replaced.